Manufacturer narrative:
The user facility reported that they inadvertently implanted an expired ventrio st mesh into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. There was no harm to the patient reported. A review of the manufacturing/ sterilization records found that the lot was manufactured specification. Remains implanted.

Event description:
As reported on (B)(6) 2020 the patient underwent open hernia repair surgery and was implanted with a bard ventrio st mesh. It was later noted that the labeled expiration date of the implant was (B)(6) 2020. As reported the mesh was taken from the hospital inventory. There was no patient injury and no additional medical or surgical intervention was provided to the patient as a result.